Event description:
It was reported that during use on the cardiosave intra-aortic balloon pump (iabp) displayed "temperature over sensor" message. The dr. Called for assistance after they had switched a balloon pump on a patient. The first pump displayed a "temperature over sensor" message. He asked if the pump was okay and could have been left on the patient. It was advised and recommended to switch pumps as they had done. The pump will be sent to biomed for service and there are no reported adverse events related to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d9(device available for eval), h10 *patient height 164cm." A getinge field service engineer(fse) was not dispatched to evaluate unit. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent.

Event description:
N/a.